Event description:
A company representative reported that the tulip of a yukon polyaxial screw fractured off intra-operatively and it is unknown if a fractured component remains in the patient. The procedure was completed with a 60 minute surgical delay.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.